Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. [Conclusion]: the healthcare professional reported that during a pulserider-assisted coil embolization procedure with the target aneurysm at the basilar artery tip in the 63-year-old female patient, a pulserider 8t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3074237317) was implanted outside the aneurysm. An sl-10® microcatheter (stryker) was used via trans-cell technique and coil embolization was initiated. Preparation was performed in the sheath. A leaflet was stored in the sheath and the pulserider was delivered to the target lesion and deployed via the prowler select plus microcatheter. It was not known if a continuous flush was maintained. The coil(s) were detached after completion of the coil embolization. There was no report of any patient post-operative issues. However, during the patient hospitalization, a thrombus developed from the site where the pulserider anrd was implanted. On (B)(6) 2022, additional information was received. The information indicated that the patient recovered and was discharged from the hospital as scheduled. When the patient woke up from anesthesia, she could not pronounce words properly. The patient had difficulty moving her left hand after the procedure. The additional information captured a speculation that the pulserider anrd may have blocked the penetrating branch. It was reported that the patient had a vertebral artery occlusion and paralysis on her right side before the procedure. After monitoring the patient¿s condition, it was observed that this condition returned as before. No additional treatment was performed. The physician commented that ¿it was considered that the body marker of the pulserider possibly blocked the penetrating branch.¿ the pulserider anrd was used in accordance with the instructions for use (IFU). On (B)(6) 2022, additional information was received. The information indicated that ¿there was no thrombus observed. When the sales rep talked with the physician, he commented that the symptom might have occurred because the penetrating branch was blocked by pulserider. The image was checked but it seemed the pulserider didn't appear to occlude the branch. To treat the symptoms, administration was conducted.¿ the event was on (B)(6) 2022. There was no thrombus observed. On the same day, when the patient was awake, symptoms were confirmed. The physician commented that the pulserider may have been occluding the penetrating branch, however, the image did not show that the pulserider blocked the branch. To treat the patient symptoms, ¿administration was conducted.¿ the information indicated that there were no malfunctions nor device performance issues associated with the pulserider. Imaging was performed to determine if the pulserider did block the penetrating branch, however, the image was confirmed but there was no indicated that the pulserider blocked the penetrating branch. The physician did not suspect any malfunction related to the prowler select plus microcatheter. The patient is reported to be able to pronounce words properly and her symptoms improved and she was discharged from the hospital. The patient no longer has difficulty moving her left hand. The additional information also indicated that the vertebral artery occlusion and the right-sided paralysis were presented before the patient underwent the procedure involving the pulserider. The information confirmed that ¿the patient¿s condition returned to the same as before¿ meant that she still has right-sided paralysis. It is not known how many cerenovus coils were used for the coil embolization. It is not known if the coils used were cerenovus coils. The physician did not comment on whether there are any future treatment planned to treat the vertebral artery occlusion. On (B)(6) 2022, additional clarification was received regarding the statement ¿to treat the patient symptoms, administration was conducted.¿ the clarification of information indicated that the patient did receive medication, the name and dosage of medication is ¿unknown at this time.¿ the patient was treated for not able to pronounce properly after the patient woke up from anesthesia. The patient also had difficulty in moving her left hand after the procedure. In order to treat these symptoms, medication was administered. The symptoms resolved and the patient was discharged from the hospital. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (3074237317) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The device performed as intended and no new patient consequences have occurred related to the use of the device. However, additional information provided on (B)(6) 2022, states that ¿the patient could not pronounce properly after the patient woke up from anesthesia. The patient had difficulty in moving her left hand after the procedure¿. Therefore, the relationship between the pulserider device and the reported event cannot be excluded. According to the medical safety officer¿s assessment, we cannot exclude the possibility of pulserider device involvement given the unilateral symptoms which can relate to the side of treatment and the need for medication. Thus, the event is considered serious and MDR reportable. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a pulserider-assisted coil embolization procedure with the target aneurysm at the basilar artery tip in the 63-year-old female patient, a pulserider 8t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3074237317) was implanted outside the aneurysm. An sl-10® microcatheter (stryker) was used via trans-cell technique and coil embolization was initiated. Preparation was performed in the sheath. A leaflet was stored in the sheath and the pulserider was delivered to the target lesion and deployed via the prowler select plus microcatheter. It was not known if a continuous flush was maintained. The coil(s) were detached after completion of the coil embolization. There was no report of any patient post-operative issues. However, during the patient hospitalization, a thrombus developed from the site where the pulserider anrd was implanted. On (B)(6) 2022, additional information was received. The information indicated that the patient recovered and was discharged from the hospital as scheduled. When the patient woke up from anesthesia, she could not pronounce words properly. The patient had difficulty moving her left hand after the procedure. The additional information captured a speculation that the pulserider anrd may have blocked the penetrating branch. It was reported that the patient had a vertebral artery occlusion and paralysis on her right side before the procedure. After monitoring the patient¿s condition, it was observed that this condition returned as before. No additional treatment was performed. The physician commented that ¿it was considered that the body marker of the pulserider possibly blocked the penetrating branch.¿ the pulserider anrd was used in accordance with the instructions for use (IFU). On (B)(6) 2022, additional information was received. The information indicated that ¿there was no thrombus observed. When the sales rep talked with the physician, he commented that the symptom might have occurred because the penetrating branch was blocked by pulserider. The image was checked but it seemed the pulserider didn't appear to occlude the branch. To treat the symptoms, administration was conducted.¿ the event was on (B)(6) 2022. There was no thrombus observed. On the same day, when the patient was awake, symptoms were confirmed. The physician commented that the pulserider may have been occluding the penetrating branch, however, the image did not show that the pulserider blocked the branch. To treat the patient symptoms, ¿administration was conducted.¿ the information indicated that there were no malfunctions nor device performance issues associated with the pulserider. Imaging was performed to determine if the pulserider did block the penetrating branch, however, the image was confirmed but there was no indicated that the pulserider blocked the penetrating branch. The physician did not suspect any malfunction related to the prowler select plus microcatheter. The patient is reported to be able to pronounce words properly and her symptoms improved and she was discharged from the hospital. The patient no longer has difficulty moving her left hand. The additional information also indicated that the vertebral artery occlusion and the right-sided paralysis were presented before the patient underwent the procedure involving the pulserider. The information confirmed that ¿the patient¿s condition returned to the same as before¿ meant that she still has right-sided paralysis. It is not known how many cerenovus coils were used for the coil embolization. It is not known if the coils used were cerenovus coils. The physician did not comment on whether there are any future treatment planned to treat the vertebral artery occlusion. On (B)(6) 2022, additional clarification was received regarding the statement ¿to treat the patient symptoms, administration was conducted.¿ the clarification of information indicated that the patient did receive medication, the name and dosage of medication is ¿unknown at this time.¿ the patient was treated for not able to pronounce properly after the patient woke up from anesthesia. The patient also had difficulty in moving her left hand after the procedure. In order to treat these symptoms, medication was administered. The symptoms resolved and the patient was discharged from the hospital.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include modified additional information received on 08-nov-2022. It also includes a correction on the age of the patient. [Additional information]: on 08-nov-2022, the japan team received additional information from the post-market surveillance (pms) report. The information indicated that the patient is 62 years old. Modified rankin scale (mrs) score measured on the day of discharge or 7 days after the procedure was 1 ¿ symptoms but no obvious disability. Nih stroke scale/score (nihss) has not been performed. Updated sections: a.2, b.4, g.3, g.6, h.2, h.10, and corrected data. Corrected section: a.2. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. Section a.2: patient age at the time of event: the age was reported as 63 years. Based on the additional modified information received, the patient is 62 years old.